Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 300 (device in failsafe), 545 (astepinspvalve value outrange - failsafe), 316 (blower failure) and 400 (inspiration valve or device leaky alarm) upon turning the unit on. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical received logs and confirmed technical failures 300, 545, 316, and 400. Vyaire medical told the customer that vent requires new inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint. Vyaire received inspiration block assy bellavista 1000 p/n 030.200.050 s/n (B)(6) with onboard pcba p/n 301.214.000 rev07 s/n (B)(6) under rga 00089632. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was then installed into a known good top-level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected performing the self-test as usual and alarms tf 400 and tf 401 triggered with audible alarm and led lights. After a 30 minute warmup, zero pressure calibration was performed and passed. Circuit ¿e¿ test, and insp valve offset calibration were performed but failed. The inspiration valve was replaced with a known good one, and circuit ¿e¿ test, self test, and insp valve offset calibration were performed and passed. The bellavista unit was set to ventilate on a test lung and monitored on a pfc-3000 flow analyzer with ventilation test pressure control settings and then with ventilation test volume control settings and continued to function as expected with no alarms or warning messages. Power was cycled off (via standard shutoff procedure) then on 10 times and each time shutdown and booted up successfully with no issues, alarms, or warning messages. The failed inspiration valve was disassembled and found a loose spring dislocated from its housing. The reported complaint was duplicated and isolated to a loose spring of the inspiration valve nt. The root cause was determined to be due to a defective inspiration valve nt / assembly error of inspiration valve nt.